Event description:
It was reported that, "preoperative plan-poly swap. Loose patella - revise patella. Outcome: new tibial insert. No patella."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the hospital and not returned to the manufacturer. Additional info including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.